Event description:
The customer reported that their device was intermittently freezing during the boot up process. There was no patient use associated with the reported failure.

Manufacturer narrative:
Physio-control received the removed pcb assemblies from the third party service contractor for additional analysis. The cause of the reported device issue was determined to be a failure of an integrated circuit chip, designator u61 from the system controller pcb assembly. The user interface pcb assembly was found to be functioning normally.

Manufacturer narrative:
(B)(4). The third party service agent has received the device for evaluation and repair. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
The contracted service agent evaluated the device and verified the reported failure. The system controller and user interface pcb assemblies were replaced and proper device operation was observed through functional and performance testing. The device has since been returned to the customer for use. The device has not been returned to physio-control for evaluation.